Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the non-calcified right common iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient ID doing well.